Event description:
A nephrologist reported a pediatric patient on a homechoice cycler that experienced a yet to be determined adverse event while performing dialysis. A potential overfill may have occurred. No additional information is available regarding the event or the device. Baxter is following up with the customer in an attempt to obtain additional information.

Manufacturer narrative:
Baxter is following up with the customer to obtain additional information regarding the incident and sample availability. If additional information becomes available, a follow-up MDR will be submitted.